Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatic procedure, the stapler did not work. The device was able to fire at first but presented a noise and crashed then the jaws of the device lock on the fabric. Substituting the device was necessary to complete the case. Surgical time was extended less than 30 minutes. There was no patient injury.